Event description:
Consumer stated that the bristles from the equate easyflex total power replacement toothbrush heads, 5 count are falling off while using the tooth brush. This is her first time using this product and the 2nd brush from the pack with the same issue. One brush head was returned from package.